Manufacturer narrative:
The navio pin driver, part pfsr110164 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor could be mechanical component failure and breakdown/defect of the weld. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio tka procedure, it was found that the pin driver's locking mechanism is faulty. They swapped the devices for their backups, closed the error message and proceeded without delays. No other complications were reported.